Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). At 10:45, the patient was tested with the meter and the result was 4.1 inr. At 10:47, the patient was tested with the meter and the result was 3.7 inr. At 10:49, the patient was tested with the meter and the result was 3.1 inr. At 10:53, the patient was tested with the meter and the result was 4.1 inr. The customer stated that the two 4.1 inr values were obtained from samples collected from new/fresh fingersticks. The remaining values were not obtained from different fingersticks. The customer stated that none of the values were reported to the physician. The patient was taken to the doctor's office where a venous sample was collected for laboratory testing. The customer did not know what value was obtained during the laboratory testing. No medical treatment was provided to the patient based on obtained results. No adverse events were alleged to have occurred with the patient. The customer did not know if the patient was anemic, but the patient does take iron supplements. The patient does not have antiphospholipid antibodies. The patient is not taking heparin or direct thrombin inhibitors. The patient has had no changes in coumadin dosage, no diet changes, and no special or unusual diet. The customer was not aware if the patient had any additional illnesses. The customer did not know the patient's therapeutic range. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 137037-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with master lot test strips in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.3 inr; donor #2 inr: 2.7 inr; donor #1 hct: 48%; donor #2 hct: 52%. Testing results: donor #1: master lot: 3.4 inr; customer meter and master lot: 3.3 inr. Donor #2: master lot: 2.7 inr; customer meter and master lot: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The patient samples were always identified as blood. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.